Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 06/26/2019, a distributor of infutronix reported a leaking issue. The distributor received the following information from the user facility: "we rounded on a patient and they stated their pump was leaking. The patient and nurse stated the fluid was coming from the actual pump (so likely the tubing clamped in the pump). The catheter site was completely dry." No patient information was reported to infutronix. No information on the medication used at the time of the event was available. No patient injury or harm was reported for this event. The distributor has not provided the information for the infusion pump used at the time of the event. The contract manufacturer of the affected device is (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00029).

Manufacturer narrative:
The reported tubing leakage issue was confirmed. The administration set was tested on (B)(6)2019 and it was found that the administration set tubing connector was snapped off at the cassette proximal end, which was the leaking site. The way with which the connector piece broke in half indicated the pump was engaged to the cassette when force was applied at an angle to the side of the pump causing the connector to break. The affected set was scrapped after testing.